Event description:
The wire was in place in the coronary artery for percutaneous coronary stent placement. After stent deployed, wire attempted to be withdrawn and operator was met with resistance which was overcome when hydrophilic tip disconnected from wire and was retained in struts of stent.